Event description:
Pt reported that back to back tests performed on their ss meter using separate finger sticks were 228, 150 and 161 mg/dl (43% difference). The pt also stated that the pt has been feeling hot when the pt gets low sugar. Pt did not have supplies to do a control tests. On follow-up, the pt confirmed the above bg results. The meter is not cleaned according to MFR's product recommendations. Pt was trained on proper cleaning. There was no allegation of harm.